Event description:
It was reported by a company representative that high lead impedance was seen at a follow-up appointment on system diagnostics. The patient complained of no longer perceiving stimulation and magnet being broken. Moreover, the patient indicated that 6 weeks prior to the office visit, she experienced discomfort and muscle spasms around the electrodes and no perception of stimulation with the magnet. X-rays were taken of the patient and were not made available to the manufacturer. The company representative advised the nurse to program the patient's device off. No patient manipulation or trauma has been reported and at the moment revision surgery is planned but no date has been confirmed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.